Event description:
It was reported that a patient knew what withdrawal felt like because she experienced withdrawal during her trial. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).